Event description:
It was reported that a pelvic mesh product was implanted to treat the plaintiff's pelvic organ prolapse and/or stress urinary incontinence. The name of the manufacture, name of device and the date of implant were not reported. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It was also alleged that the plaintiff "have been injured, often catastrophically, and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort, consortium, and other damages.

Manufacturer narrative:
It is unk what pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.